Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, implanted: (B)(6) 2017, explanted, unknown if lead was explanted. Follow up has been conducted to obtain this info. Product type: screening device. Product ID: 357625, lot# unknown, implanted: non-implantable , product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient via a rep with an external neurostimulator (ens) it was reported that the patient said his lead was broken or disconnected. Patient reported on (B)(6) 2017 that his device was broke n. On (B)(6) 2017 patient stated that the lead had broken off and the apparatus malfunctioned. Patient reported he was at the doctor¿s that morning getting it fixed. The twist lock cable and ens had to be replaced. Neither was working after patient dropped during evaluation. It was reported that the device was replaced, and the issue was resolved. No symptoms reported. No further device complications reported/anticipated.

Manufacturer narrative:
This event is no longer reportable as additional information was received, confirming there was no issue with the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturing representative reported that it was just the twist lock cable and ens and there was no issue with lead. Patient weight was still unknown.